Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported implants were implanted to the patient¿s hip joint on (B)(6) 2014 via (B)(6). The revision surgery was performed on (B)(6) 2017 due to liner dissociation, so that the head and liner were revised. Permissive lot number of the reported head (p/n 136528310) was 7807407 or 7816660. The patient is female. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.